Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's parent reported via phone call low blood glucose levels and hospitalization. Customer's blood glucose level went as low as 2.2 mmol/l and as high as 7.1 mmol/l. Troubleshooting was performed. Customer advised the auto mode feature was active during the incident. Customer was hospitalized and unconscious due to low blood glucose levels. The insulin pump will not be returned for analysis.